Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient never been able to see good with the lens and now sight has ghost writing, faded colors and vision was very poor and blurry. Additional information was provided that patient had a scar on left eye lens and that was enlarging. No further information available. There are two medical device reports associated with this patient. This report is associated with the file two.

Manufacturer narrative:
On initial MDR the FDA product problems code of 3020 was an error. The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).